Manufacturer narrative:
(B)(4). Date sent to FDA: 06/09/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that thirty-six unopened samples of product code j433h were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The devices performed without any defect noted and the actual complaint sample was not returned for analysis. H6 component code: g07002 testing of device from same lot/batch returned from user. Related events reported via 2210968-2021-04247 and 2210968-2021-04248.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? It didn't fall into the patient. What medical/surgical intervention was provided? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent a cleft palate procedure in (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in cleft lip and palate repair surgery. Changed another one to use, but the problem happened again. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.